Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty disengaging the reported applicator inner shaft from an implant after the implant placement was complete. Therefore, the surgeon turned the applicator handle laterally to free the instrument, but it did not work. The red circled part of the applicator inner shaft had no gap (see the attached photo) when he confirmed in his eyesight. Eventually, the surgeon managed to detach the applicator inner shaft from the implant by inserting a spatula by force. There was 10 minutes delay in the surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd investigation was performed. The investigation of the complaint articles has shown that: the complained part was sent to sustaining engineering department for evaluation. Following findings were reported: part shows signs of tear and wear, device worn from normal wear and tear during multiple use was identified. Proximal section (fork) shows deformation. The deformation of the inner shaft did cause the failure. With this deformation, the anticipated gap is closed even when the tool is in disengaging mode. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.